Manufacturer narrative:
Concomitant medical products: 638bl30 heart band, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) initially withheld therapy due to sinus tach but then allowed ventricular fibrillation (vf) therapy to be delivered. It was found that intermittent atrial undersensing was noted on the treated episode which potentially could have contributed to the ICD detection process and possible delivering inappropriate therapy. No recommendations were made regarding programming changes at this time. The ICD and atrial lead remain in use. No patient complications have been reported as a result of this event.